Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported that this female pd patient was hospitalized for significant fluid retention due to issues with the cycler. The patient was currently doing supplemental hemodialysis (hd) treatments. Additional information was obtained through follow-up with the pdrn. The patient was hospitalized on (B)(6) 2023 with an admitting diagnosis of fluid volume overload (fvo). The patient was 20 pounds over their estimated dry weight (edw). No weight values were provided. It is unknown if the patient was in active treatment at the time of the event leading to the hospitalization. During the hospitalization, the patient was initiated on hd and completed only hd while hospitalized. The patient was discharged on (B)(6) 2023. Upon discharge the patient was 40 pounds over edw which was 20 pounds heavier than the weight on admission. The patient was then placed on supplemental hd treatments in addition to their regular nightly pd treatments utilizing the cycler. The cause for the patient¿s fluid volume overload has not been confirmed.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient¿s hospitalization for fluid volume overload. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler. The pdrn initially stated the patient¿s fluid overload was a result of issues with the cycler. Despite that statement, the patient refrained from pd therapy during hospitalization and continued to retain fluid while completing hd treatments resulting in a gain of 20 pounds of excess fluid from date of admission to discharge date. This instance exhibits that the patient¿s fluid issues are not related solely to peritoneal dialysis and the function of the liberty select cycler. The patient continues to have volume overload with both dialysis modalities indicating the patient could have an anatomical defect or other medical condition resulting in fluid overload. Based on the available information and no evidence of a device malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s fluid volume overload and hospitalization. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak passed. Valve actuation passed. As received treatment was performed without any failures or problems. The cycler weighed fill volume values were within tolerance for a liberty cycler. Mushroom head check passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported that this female pd patient was hospitalized for significant fluid retention due to issues with the cycler. The patient was currently doing supplemental hemodialysis (hd) treatments. Additional information was obtained through follow-up with the pdrn. The patient was hospitalized on (B)(6) 2023 with an admitting diagnosis of fluid volume overload (fvo). The patient was 20 pounds over their estimated dry weight (edw). No weight values were provided. It is unknown if the patient was in active treatment at the time of the event leading to the hospitalization. During the hospitalization, the patient was initiated on hd and completed only hd while hospitalized. The patient was discharged on (B)(6) 2023. Upon discharge the patient was 40 pounds over edw which was 20 pounds heavier than the weight on admission. The patient was then placed on supplemental hd treatments in addition to their regular nightly pd treatments utilizing the cycler. The cause for the patient¿s fluid volume overload has not been confirmed.